Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, the nurse reported issue with the existing orders not crossing over to station. The technical support specialist (tss) attempted to obtain server access but did not receive any response. Multiple contact attempts were made to the customer without success. As there has been no response from the customer, the case was closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, existing orders were not crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.